Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) had hematoma. Boston scientific technical services (ts) noted that hematoma debridement was performed. Additional information indicated that the hematoma was caused by excessive pocket bleeding and physician found a bleeder and closed it. The ICD remains implanted. No additional adverse patient effects were reported.